Event description:
"During a procedure for prolapse hemorrhoids, after the blade cut the tissue, not proper staple line formation (the wound not tight enclosure). Additional sutured is applied to close the rest wound in clockwise on-fourth revolution. The physician used hands to suture the wound. There was no pt consequence. The devices are being returned."